Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 190cm, straight-tip fighter guidewire was selected for use. However, during unpacking, a breakage in the device was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 190cm, straight-tip fighter guidewire was selected for use. However, during unpacking, a breakage in the device was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the device was not fractured as what was previously reported. The device was just kinked upon unpacking.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 190cm, straight-tip fighter guidewire was selected for use. However, during unpacking, a breakage in the device was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the device was not fractured as what was previously reported. The device was just kinked upon unpacking.

Manufacturer narrative:
Device evaluated by MFR.: as a result of observing the returned product, bends were confirmed at about 1 mm and 27 mm from the distal tip of the wire. In addition, a kink (inner angle of about 124 degrees) was confirmed at about 1778 mm from the distal tip of the wire were confirmed. No other abnormalities were observed.